Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with moderate tortuosity and moderate calcification, pre-dilatation was performed with a 1.5x8 nc balloon catheter. A 2.5x18 rx xience v stent delivery system was advanced without resistance and implanted. Post stent implant, a distal edge dissection was observed. A 2.5x12 rx xience v stent was implanted to cover the dissection. The patient is doing good. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.